Event description:
The customer asked for help in performing a control test. She performed 2 control tests and received a result of 273 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.